Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The alarm occurred during dwell four of five of peritoneal dialysis therapy. The patient was connected. The technical service representative assisted the patient with ending therapy and advised to finish therapy with manual bags or start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.